Event description:
Pt receiving injectafer 750mg. Medication given within appropriate time frame however the pump continued to pump the remaining medication in tube even when air had passed beyond the pump air sensor. No harm to patient as pumped was stopped by rn before any air delivered to patient. Pump brain #10720782, pump #10720547.